Event description:
Patient was revised to address stem loosening. It was also reported that the patient developed pseudotumors.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Update rec¿d 05/10/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain and elevated metal ion levels. Updated head, liner, and stem. There is no new information that would change the existing MDR decision. Complaint updated 05/26/2016.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 12/7/16 ¿ pfs and medical records received. After review of the medical records for MDR reportability, revision operative note ((B)(6) 2013) identified two pseudotumors. Also identified "particulate metal debris all over the trunnion" beneath the femoral head. Adverse tissue reaction and metal bearing wear harms added. Metal ion labs available < 7.0 ppb do not support metal ion toxicity, so this product harm was removed from the complaint. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI:(B)(4).